Event description:
Pt had a cook celect ivc filter placed on (B)(6) 2007 at (B)(6) hospital via a right groin approach -per cardiac cath lab info lot# e2050928-. Following bariatric surgery and extensive weight loss, the pt developed tilting of the filter with penetration of the caval walls and 1-2 legs within the pancreas. Recently, the pt underwent open cholecystectomy and was noted to have severe tilt of the filter. Given her complaints of chronic abdominal pain possibly related to the filter, an attempt at retrieval was made on (B)(6) 2012 at (B)(6) medical center. At the time of the initial venacavogram, a limb of the filter was noted to be located within the right renal vein and fractured off the main body of the filter. The fractured filter leg was snared and removed. The filter was partially repositioned but was unable to be removed.